Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion with heavily calcification and no tortuosity in the superficial femoral artery (sfa). The ht steelcore 18 guide wire was advanced but could not cross the lesion and during removal there was resistance with the anatomy and the tip became kinked and unraveled. A second guide wire was advanced, but had the same issue. Therefore, it was decided to use a non-abbott guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported core separation was confirmed. The reported failure to advance and remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, difficulty to remove, tip break and kinks appear to be related to case circumstances of the procedure. In this case, based on the reported information, it is likely that during advancement and retraction against resistance, the coils likely stretched causing the appearance of kinks and a tip break. The noted bends on the core likely occurred during packing for return analysis. The there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.